Event description:
Tap broke in patient, portion of tip remains in patient. (See h10)

Manufacturer narrative:
Lot number and item number reported. Device history record reviewed and no non-conformance were found relating to this reported incident.